Manufacturer narrative:
This instrument has been investigated. On 10-18-2015 an ocd field engineer (fe) arrived at the customer site and performed mod 41 and received a reading of 129. The customer successfully ran and accepted qc. Repairs have returned the instrument to expected operation. A complaint review for this customer's provue serial number (B)(4) was performed in qerts (B)(4). Complaint review time frame from 11-06-2013 to 11-13-2015. Results: total of 10 complaints (including this event) as follows; align / adjust / calibrate 1 barcode not read 1 equipment 3 liquid level detection 1 pp non-specificity 1 quality control user software 1 windows operating system error 1 out of specification 1 one emdr (B)(4) (this event) the investigation determined that the most likely root cause of this event was human error of the fe to correctly follow ortho provue reader camera procedures. One of the action items for this issue is to provide all provue trained fe¿s with awareness training on the camera image system settings. Nonconformance #(B)(4) has been opened to investigate the camera out of specification issue.

Event description:
Complaint was created to capture the fe discovery of camera out of specification while completing mod 41.